Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The lot number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The device instructions for use under the preparation for use section states, "inspect and prepare the catheter to be used according to the manufacturer's instructions. This includes flushing the catheter to be used with a saline solution." As noted in the device instructions for use (dfu) precautions, "free movement of the guidewire within a catheter is an important feature of the steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." And, "do not torque, advance or withdraw the wire if significant resistance is felt, torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical and/or procedural factors may have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that: he used the device, he went down. He did one-half down with blades down. When he went to rex back with the wire, it was caught on the wire. He could not pull back over the wire. He had to pull the whole system out including the wire. He had to pull out everything in the body and re-wire the vessel and everything. He re-wired the vessel and took the angiogram, saw that he did not need any more atherectomy. He ended up ballooning and stenting and the procedure was done. This happened during the procedure and inside the patient's body. No complication. The patient was fine.